Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5. If the gen04 system senses a generator, hand piece, or instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator, such as: 'error code 5: instrument' will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. When this occurs, the instrument will stop activating. The device was functionally tested with a generator and an error code 5 (instrument error) was displayed. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported during an unknown procedure there was a solid tone with error code 5. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.